Event description:
Customer reported the handswitch was not functioning properly, causing uncommanded x-rays. The fse noted that when this issue occurred, "several staff members were present and were exposed to the uncommanded radiation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hand switch. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.